Event description:
It was reported that during a shoulder replacement surgery the small trial glenoid broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 05-aug-2022: it was the middle longer knob that completely broke off at the base. They had inserted the trial and on removal the flat part came away but left the middle knob in the bone. They had to use some forceps to grasp the piece left in the bone to pull it out.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.